Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found that the bending section cover glue was peeling and cracked. The device failed the leak test due to a hole on the bending section. The device failed the insulation test likely due to damaged bending section cover glue. This type of damage is most likely due to improper maintenance and handling of the device. Olympus followed up with the facility via telephone and in writing to obtain additional information regarding the reported complaint but with no results.

Event description:
Olympus was informed that during an unspecified procedure, the distal tip of the device broke off and fell inside the patient. The broken fragment was retrieved with graspers. It is unknown if the intended procedure was completed with the same device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to correct the aware date of this complaint from (B)(6) 2016.